Event description:
The user facility reported that water was flooding from their reliance synergy washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drain condenser hose to be corroded and leaking. The technician replaced the condenser drain hose and returned the unit to service.